Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the casette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. Encountered grinding on motor a. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette when removing the cassette from the cycler at the end of pd treatment. The patient mentioned they have experienced the same issue for the past few treatments (dates and number of occurrences were unspecified). It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that no alternate treatment option is available. A sample return kit was shipped to the patient as it was initially indicated that a sample was available. Upon follow up with the pdrn, it was reported that the patient completed treatment with continuous ambulatory pd (capd) and the patient did not experience any adverse event, serious injury, nor require medical intervention. The patient reported the issue to the clinic day after the event, (B)(6) 2019. Pdrn indicated that the cassette tore and leaked when she was removing it from the cycler and not during treatment. The pdrn indicated it was because the leak did not occur during treatment that they decided not to treat with prophylaxis. The replacement cycler was received and there have been no further issues. The reported cycler has been scheduled for return. Attempts have been made to contact the patient for clarification on the timing of the leak, however, to this date a response has not been received.